Event description:
Customer reported that when the voice tone option is used and weight is removed from the sensor, the voice tone makes a clicking noise. No visible damage to the outside of the battery compartment. No pt incident or injury was reported.

Manufacturer narrative:
Result - eval of the returned units found that there is battery leakage residue on flat contacts and battery springs. The battery door is missing. Reported issue is confirmed. A clicking noise plays instead of the voice message. Tone still sounds when it should when set to voice and tone mode and the unit passes all other functional tests. Note: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack. Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and sent to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white power residue. Batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. After changing batteries, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. (B)(4).